Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 01-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving li oresal(1000mcg/ml, 50mcg/day) via an implantable infusion pump. It was reported that patient never had relief from spasticity and never experienced withdrawal. The patient noted no effect from implant in (B)(6) 2018. Cap study showed positive cerebrospinal fluid (csf) flow in april while there was still no effect. Indium study showed no flow in csf. Xrays were all normal. There were two unexplained prolonged motor stalls in (B)(6). The patient was taken to operation room and no csf flow was noted until the catheter was removed. The catheter was in the lumbar spine and was normal on visual inspection. Pump and catheter were replaced. There was no environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved and patient status was alive with no injury at the time of the report. No further complication was reported.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found no anomaly. (B)(4). If information is provided in the future, a supplemental report will be issued.